Event description:
It was reported that during the pacemaker changeout procedure the right ventricular lead was tested through the analyzer and had intermittent capture at three volts. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.